Event description:
It was reported that the drill motor is not at full speed, noisy and smoking. As found during preventive maintenance, no case was involved.

Manufacturer narrative:
H10: the device was intended for use in treatment and it was reported that it was found during preventative maintenance that handpiece functioned with intermittent connections. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The handpiece was connected to a system and the connection end and handpiece end of the cable were manipulated while homing. When they were not manipulated, there were no issues. When they were manipulated, there was an error for the hall sensor. The connector was taken apart to examine the wires and there was damage to the yellow wire, hall ground. It is likely that the wire had broken over time with use. The malfunction is most probably due to expected wear / tear.